Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shutting down when her blood glucose level was not low. The customer's sensor glucose reading was 279 mg/dl but her blood glucose level was 196 mg/dl. Later the sensor was reading around 50 mg/dl but her blood glucose level was over 100 mg/dl. The sensors in use were expired. The device was not returned.